Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that both of the patients had a loss of stimulation from their implantable neurostimulators (ins). The patient had turned the stimulation off last night because they ¿didn¿t need it¿ and today they were having more pain but was not able to turn the stimulation back on. The patient had not checked the device with the programmer. They mentioned that last night the ¿right side was not working¿ but the left side was. With assistance, the patient was able to turn the stimulation back on (showed stim was on, on the programmer) where it was then turned up to 0.90 on program b. The patient stated that they felt the stimulation on the left side but not the right. The patient mentioned that they were on program a before so they moved back to that program. On both programs, they could only ¿control the left side (side 1), and doesn¿t have a right side (side 2), to increase stimulation on¿. There were no falls or trauma reported associated with the issue. Also, there had been no recent medical testing or emi environmental exposure. There were no further complications reported or anticipated. The patient had an appointment with their doctor for reprogramming.